Manufacturer narrative:
Device malfunctioned intra-operatively and was not implanted the device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. (B)(4). Manufacturing date: 15. Feb. 2013. Expiry date: 01. Feb. 2023. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an implant and an instrument malfunctioned intra-operatively. It was reported that during a spine surgery the zero-p spacer and plate came apart after being removed because the surgeon was unable to drill it. There was another spacer readily available to complete the surgery. There was a two minute delay in surgery. The surgery was successfully completed. No additional information is available. This is report 1 of 1 for (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development evaluation was for the subject device. One zero-p implant 6mm height lordotic-sterile (peek spacer), part number 04.617.126s, lot number 8259672, was received with the complaint description, during a spine surgery the zero-p spacer and plate came apart after being removed because the surgeon was unable to drill it. There was another spacer readily available to complete the surgery.¿ the peek spacer was received without the titanium plate. There is minor wear of the anodized surface on the anterior end of the spacer. The returned implant suggests the peek component separated from the plate as the surgeon was drilling the implant. The complaint conditioned of ¿fell apart¿ is confirmed as the implant is designed to have a semi-rigid connection between the plate and spacer. The intent for this design was to decouple the plate from the spacer, so the plate could perform similar to an anterior plate, and the spacer could perform similar to an interbody spacer. This ¿decoupled" design scheme is meant to minimize the stress between the plate and spacer. Thus, the plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. The zero-p instrument and implant cervical system includes a large family of lordotic, convex, and parallel implants with heights from 5mm to 12mm. The technique guide provides instructions for attaching the spacer to the inserter and for inserting the implant into the disc space. The associated product drawings were reviewed during the evaluation. The plate and spacer interconnection is designed to allow for detachment in order to decouple stresses in the plate from the spacer to prevent breakage. Excessive impaction may have caused the dissociation. The segment may not have been distracted enough to allow smooth entry into the disc space creating the need for the excessive impaction during insertion. Details on the intra-operative conditions are unknown however and so the root cause is indeterminate. Excessive impaction may have caused the dissociation. The plate and spacer are designed to dissociate during excessive loading conditions. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.